Manufacturer narrative:
The field service engineer (fse) evaluated the device onsite and determined that the paddle plug was damaged due to malfunction of treatment interface. The treatment interface was replaced and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
Phone number:(B)(6).

Event description:
Philips received a complaint on the efficia dfm100 device indicating that the paddle plug is damaged. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.